Event description:
It was reported that the patient presented for pacemaker replacement procedure due to normal battery depletion. During the procedure, the physician attempted to loosen the setscrew and remove the competitor lead from the device's connector block but it could not be removed. It was noted that there was damage on the connector and it couldn't be removed due to adhesion of the lead. The device was explanted and replaced. Patient was stable and there were no adverse consequences.

Manufacturer narrative:
Final analysis found that the reported event of unable to untighten the ventricular set-screw was not confirmed. The device was received without the ventricular and atrial set-screws. The cause of the lead stuck in the device could not be determined due to the returned condition of the device.